Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse verified error messages 2163 and 2240 in the error logs. Fse reproduced error 2163 by running the cup pick up at the incubator. Fse primed the bf washer several times without any errors and could not reproduce the 2240 error message. Fse then cleaned the cup transfer assembly guide rod with alcohol and lubricated with triflow. Fse verified operation by running the pickup cup from the dispense lane and the incubator. Fse then ran level 2 quality controls with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 13-nov-2017 through aware date of (B)(6) 2018. There were two (2) similar complaints, including this event, found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (2163) c.transfer cup not released: cause: the holder sensor s063 detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check s063 and the cup release operation. (2240) b/f probe 2 purge failure: cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. The most probable cause of error 2163 was the cup transfer mechanism needed lubrication. The most probable cause of error 2240 could not be determined. The error could not be duplicated after the bf washer was primed.

Event description:
A customer reported error 2163 c. Transfer cup not released and after clearing error 2240 bf probe purge failure on the aia-900 instrument. The customer was instructed by technical support (ts) to remove the cover and prime the wash, which did not result with a bf probe purge failure. The customer ran one sample and the 2163 error message occurred again. The cup transfer mechanism stopped over the cup when transferring cup to the incubator. The customer cleaned the cup transfer block during routine maintenance and the instrument was operating as expected. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of follicle stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.